Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown), but after the first shock was delivered (joule setting unknown) the device screen displayed an intermittent dotted line. The clinicians changed to a new pair of electrodes, but there was no change in the screen display. The clinicians then obtained another device and successfully defibrillated the pt. During the event the clinicians were using a space lab brand device to monitor the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.